Event description:
Additional information wasreceived from the manufacturing representative (rep) on (B)(6). No further actions had been taken. The cause of the inability to aspirate and the volume discrepancies was unknown. The patient's weight was not disclosed. It was confirmed the information provided had been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6), additional information was received from an healthcare professional (hcp), via a manufacturer representative (rep). It was reported the hcp was doing a refill and pulled 17 ml more out of the pump reservoir than expected. The rep did not have the actual reservoir volume (arv) or estimated reservoir volume (erv). The rep stated the hcp attempted a catheter access port (cap) dye study and was unable to aspirate fluid from the cap. No symptoms or patient complications reported at this time.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter h6; device code c63075 has been added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the physician recently acquired the patient and was doing their first refill with them. The hcp expected 3.4 ml based off of the programming, and pulled out 15 ml. It was noted that the hcp was wondering if this pump was including in the foreign particle field action and it was reviewed that it was. The company representative was not with the hcp at the time of the report and planned to have the hcp check the pump logs. It was further noted that the patient had magnetic resonance imaging (MRI) yesterday, unrelated to their device or therapy, and the pump did recover. The company representative planned to follow up with hcp and call back if further troubleshooting is needed. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the volume the patient's pump was filled and was programmed for at the prior refill was unknown. It was reported that as part of troubleshooting the physician recorded the volume for the patient's next refill. The cause of the volume discrepancy was not determined. It was noted that the patient is a new patient for the physician so the physician did not know the previous reservoir refill details. It was stated that the physician would know more details for the patient's next refill and that they may do a dye study at that time. The volume discrepancy had not been resolved at this time. The patient's weight was unknown and would not be able to be found out. The pump remains implanted. It was noted that the provided information was confirmed with the physician.